Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 773021, UDI: (B)(4). Product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial:(B)(6), batch: 7075851, UDI:(B)(4). Product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 18410671, UDI:(B)(4).

Event description:
It was reported that the patient spinal cord stimulation (scs) was no longer providing adequate pain relief. The patient underwent full system replacement procedure and was doing well postoperatively. The explanted device components will not be returned due to facility policy.